Manufacturer narrative:
(B)(4) concomitant medical products: ep-115393, e1 44-36 std hmrl brng, 769470. The 115370, comp rvs tray co 44 mm, 417300. The 010000589, comp rvrs 25 mm bsplt ha+adptr, 683150. The 113633, comp primary stem 13 mm mini, 932850. The 180552, comp lk scr 3.5hex 4.75x25 st, 047960. The 115397, comp rvs cntrl 6.5 x 35 mm st/rst, 261750. The 180550, comp lk scr 3.5hex 4.75x15 st, 492460. The 180550, comp lk scr 3.5hex 4.75x15 st, 135290. The 180553, comp lk scr 3.5hex 4.75x30 st, 870160. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-02476, 0001825034-2018-02478.

Event description:
It was reported a patient underwent left hip revision due pain, disassociation of glenosphere and baseplate, and stem loosening. All components were revised. No further information has been provided.

Manufacturer narrative:
(B)(4). Upon receipt of information received and reassessment of the reported event, it was determined to be not reportable, as this device did not cause nor contribute to the reported event. The initial report was forwarded in error and should be voided.